Event description:
The customer reported via phone call experiencing high blood glucose levels and blood versus sensor glucose reading discrepancies. The customer's blood glucose was 565 mg/dl, and the sensor reading was over 400 mg/dl. The customer treated using the insulin pump. He stated that he had done a complete set change the day prior and had experienced high blood glucose since. He noted that he had reinserted the set in the same insertion site where he had placed the last infusion set. He did not feel well enough to troubleshoot, stating that he would do a complete set change and treat the high blood glucose with the insulin pump. He advised that he would call back in order to proceed with the troubleshoot procedure.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.